Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, scratched case around the display window and broken pump belt clip slot.

Event description:
Caller reported that the insulin pump returned no delivery and motor error alarms. Caller reported that this issue had been recurring for several months. Caller reported that the motor error alarms occurred during basal and bolus. Caller did not recall any significant events leading up to these error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.